Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect gas delivery engine (gde) for evaluation.

Event description:
The customer reported the fio2 delivery was out of specification on this avea ventilator. No reported patient involvement with this event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The physical inspection found the incorrect installation of the blended gas pressure transducer, which prevented complete testing. The fa lab replaced the blended gas pressure transducer and tested the gde to manufacture specifications. The testing revealed the blender regulators out of calibration. The original complaint was duplicated but the gde could not be fully tested due to the missing and damaged components. After replacing the missing parts , the regulator/relay balance and the blender calibration were performed the device failed manufacturer testing. The blender assembly could not be calibrated and was scrapped the gde was re-worked to our current configuration.